Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device on 31st jan 2023. Supplemental report also submitted due to the receipt of additional information on 06-feb-2023. Additional information received as follows: 1. Are images of the device or procedure available? No, the stent fails before entering the patient, and no image data can be provided. 2. At what stage of the procedure did the complaint occur? Preparation of the device 3. Details of access sheath used (name, fr size, length)? The stent fell off spontaneously before the conveying stage was carried out 4. What was the target location for the stent? Have not enter into the patient. 5. Was the product inspected for kinks or damage before use? N/a. 6. Was the device used percutaneously? N/a, 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. 8. Was pre-dilation performed ahead of placement of the stent? N/a . 9. Was post-dilation performed after the placement of the stent? N/a. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Have not enter into the patient. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? No. 12. Was resistance encountered when advancing the wire guide to the target location? Have not enter into the patient. 13. Was resistance encountered when advancing the delivery system to the target location? N/a, without conveying, the safety lock has not been opened. 14. How did the physician deal with this resistance? The stent did not enter the patient 15. Was the approach ipsilateral or contralateral? N/a ,the stent did not enter the patient. 16. If contralateral, was the bifurcation angle steep? N/a, the stent did not enter the patient. 17. Did the tip of the delivery system cross the target location? N/a, the stent did not enter the patient. 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a. 19. Was the delivery system damaged/kinked/twisted during deployment? N/a. 20. Was the handle pulled towards the hub during deployment? No. 21. Was the delivery system pushed during deployment? No. 22. Was the stent deployed smoothly / without resistance? N/a. 23. If no, please detail any difficulty experienced during deployment: __________________ 24. What artery was the stent placed in? Ilium. 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. 26. Did the patient have any pre-existing conditions? No. 27. If yes, please specify: __________________________. 28. Did the patient require any additional procedures as a result of this event? No, a new stent was replaced to completed the procedure. 29. What intervention (if any) was required? No. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a , same procedure, a new stent was replaced to completed the procedure. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a.

Event description:
Supplemental report being submitted due to the completion of the investigation on 28-apr-2023

Manufacturer narrative:
PMA 510k #p050017/s006 device evaluation the zfv6-125-10-3.0 device of lot number cf1964051 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 31 january 2023. On evaluation of the device the following was noted: visual inspection - red safety lock returned in place. Stent observed to be partially deployed. Functional inspection - device flushes with no issue. No further deployment of stent occurred. 0.035 inch wire guide passed with no issue. Red safety tab removed, and stent deployed with no issue and intact. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. It should be noted that the instructions for use (ifu0058) states the following: "upon removal from the package, inspect the product to ensure no damage has occurred". ¿ensure that the safety lock is not inadvertently removed prior to stent release¿. There is no evidence to suggest that the customer did not follow the instructions for use or label. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined. A possible root cause could be attributed to the device being damaged before use, from the additional questions to the customer it was revealed that the device was inspected roughly before use therefore the partial deployment of the stent may have been missed at this point. It is possible that the device was subjected to impact during transportation which may have caused the partial deployment of the stent. Another possible root cause could be attributed to incorrect handling of the device during device preparation. It is possible that the red safety tab was inadvertently removed during device preparation which led to the premature release of the stent. It should be noted that the device functioned as intended during the lab evaluation. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the event happened prior to patient contact and therefore the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and flush the device while found out the tip of sent premature released with the safety lock untouched. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."